Event description:
It was reported that the patient was experiencing pain near the device and leads implant site. The physician attempted to move the device and leads to a new position in the sub-muscular area but the pain still persisted. The device and leads were removed and a new pacing system was implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead implanted: 2005. (B)(4).